Manufacturer narrative:
Examination of the returned device confirmed the reported breakage. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4)

Event description:
It was reported that the surgeon found the screw tap part of cup impactor tip was broken during preparation before total shoulder arthroplasty surgery on (B)(6) 2017. It was brand new and the first use when the issue occurred. There was no surgical delay and there was no harm to the patient.